Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery. The customer also indicated that manual injection supplies were available.